Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to emergency room due to high blood glucose on unknown date. The customer¿s blood glucose level was over 500 mg/dl at the time of incident and 340 mg/dl. She had ketones. Customer not using auto mode. The insulin pump will not be returned for analysis.